Event description:
Caller reported experiencing cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset process, guiding the caller through it, which resolved the issue as the cgm error code did not reappear and the caller successfully started a new sensor session.